Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the inves tigation summary will be amended as appropriate.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection, the surgeon tried to fire the device but could not. There was no adverse event or patient injury. No reinforcement material was used.